Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 1.4; lab: 3.4; date: 2008; inratio: 1.4; lab: 3.4; date: 2008; inratio: 2.5; lab: 3.62; date: 2008; inratio: 2.2; lab: 3.13; date: 2008; inratio: 3.1; lab: 3.28.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first 2 data sets, the inratio values are not within the confidence limits for inr testing, but the lab values are. For the last 3 data sets, both inratio and lab values are within confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.